Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's home health nurse reported via phone call that the customer was hospitalized for high blood glucose; his blood glucose was over 300 mg/dl in the morning, then 400 mg/dl by noon, and then 600 mg/dl at night. The customer was sent to the ER where he was treated with an insulin IV. The customer was out of insulin and it is unknown what happened to the customer's insulin. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. The nurse declined to check the site, set, or device settings. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced.